Event description:
It was reported this event occurred in the eicu. The insertion site was the right external jugular vein. The central line catheter was inserted in the pt without any incident. However, when the physician was removing the guide wire, the wire was completely frayed and broken in two pieces as it emerged from the catheter. Fearing fragments of the guide wire could have remained in the pt, the physician removed the catheter and a scan was done. Seeing that no guide wire fragments were in the pt, another arrow central line from the same batch as the first was used without issue. There is no reported delay in treatment. There is no reported injuries, complications or death.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add¿l info becomes available.